Event description:
It was reported that after the intra aortic balloon was inserted, the user was unable to get an arterial pressure reading. He suspected that a thrombosis had formed in the catheter's central lumen, and he tried to aspirate it with a syringe. He was unsuccessful, so the intra aortic balloon was removed. There was no pt complications.